Manufacturer narrative:
The event is currently under investigation.

Event description:
It was reported that during a procedure, the kcfw check flo valve broke off during removal of the sheath. No injury to patient or extra time added to procedure. No intervention was needed to remove defected product.

Manufacturer narrative:
(B)(6). (B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Withdraw the sheath and dilator as a unit. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the visual inspection of the returned complaint device, it is feasible to suggest that the device had received force beyond its intended design. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
It was reported that during a procedure, the kcfw check flo valve broke off during removal of the sheath. No injury to patient or extra time added to procedure. No intervention was needed to remove the product.